Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that 2 cannulated, ao, hx-6 screw drivers broke during a distal bunion surgical procedure on (B)(6) 2020. The complaint initiator indicated that the surgeon did not use a countersink far enough therefore, there was tightness going in. Both drivers broke and was discarded by the facility. No further information about this incident. Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure. This is report 2 of 2 for this incident.